Event description:
Additional information was received indicating that the patient was in the bathroom and became acutely short of breath. Unknown what happened; however, he ended up coding and pass away. It was indicated that the pump was not the issue and some other type of medical event per coordinator.

Manufacturer narrative:
Although the reported driveline fault alarms were confirmed via the submitted log files, the cause could not be conclusively determined. Evaluation of the submitted log file revealed consistent driveline fault alarms, even after the driveline repair performed on (B)(6) 2018. The alarms occurred while connected to both the power module and battery power. Power elevations were also observed within the files. When the patient was connected to the power module on (B)(6) 2018 and (B)(6) 2018, pump stop events were observed. The low speed hazard and low flow hazard alarms corresponded with the pump stop events. The log file ended with motor stop commands and a driveline disconnect on (B)(6) 2018. A driveline repair was performed on (B)(6) 2018. It was stated that the repair was not successful due to an internal wire fracture. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with driveline fault. Technical services reviewed the submitted log files, and driveline faults were confirmed. The internal x ray images submitted showed an area of interest. Patient was asymptomatic. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The repair was not successful, due to a broken green wire internally. On (B)(6) 2018, it was reported that patient became acutely short of breath. The patient coded and expired. It was reported that the lvad was not the issue. Patient expired on (B)(6) 2018 due to respiratory distress. No additional information was provided.